Manufacturer narrative:
(B)(4). Batch # t92098. Device analysis: the analysis results found that the b5lt instrument was received with the sleeve broken and the piece broken off was not returned. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. A manufacturing record evaluation was performed for the finished device batch t92098 number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the trocar broke while using a competitor¿s device. The procedure was completed with an alternate like device with no patient consequences reported.